Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 31-year-old female patient who had essure (batch no. B60763-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, palpitations, breast cancer, ovarian cancer and vaginal discharge. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included menstruation abnormal, allergy to chemicals (allergic to tampons and sanitary pads), blistery rash, pap smear abnormal and cervix cryotherapy. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2015, ketorolac from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014, paracetamol (tylenol), sumatriptan (imitrex) from (B)(6) 2015 to (B)(6) 2015 and venlafaxine since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish/psych injury"), depression ("psychological or psychiatric problems condition: depression/psych injury"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, anxiety, depression, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no of coils left -3 right - 1 patient received treatment for:pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, fatigue, pelvic pain, dyspareunia, migraine and anxiety. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered:abnormal bleeding (vaginal). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 31-year-old female patient who had essure (batch no. B60763-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, palpitations, breast cancer, ovarian cancer and vaginal discharge. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included menstruation abnormal, drug allergy (allergic to tampons and sanitary pads), blistery rash, pap smear abnormal and cervix cryotherapy. Concomitant products included ibuprofen from july 2015 to october 2015, ketorolac from july 2015 to october 2015, medroxyprogesterone acetate (depo provera) from october 2013 to january 2014, paracetamol (tylenol), sumatriptan (imitrex) from (B)(6) 2015 and venlafaxine since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no of coils left -3 right - 1 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, fatigue, pelvic pain, dyspareunia, migraines/headaches and anxiety. Most recent follow-up information incorporated above includes: on 27-aug-2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic') in a (B)(6) year-old female patient who had essure (batch no. B60763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, palpitations, breast cancer, ovarian cancer and vaginal discharge. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included menstruation abnormal, allergy (allergic to tampons and sanitary pads), blistery rash, pap smear abnormal and cervix cryotherapy. Concomitant products included ibuprofen from (B)(6) 2015, ketorolac from (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014, paracetamol (tylenol), sumatriptan (imitrex) from (B)(6) 2015 and venlafaxine since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no of coils left - 3 right - 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, fatigue, pelvic pain, dyspareunia, migraines/headaches and anxiety. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received: case has became incident. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue. Event outcome were added. Lot number was added. Concomitant drugs and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 31-year-old female patient who had essure (batch no. B60763-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, palpitations, breast cancer, ovarian cancer and vaginal discharge. Previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included menstruation abnormal, allergy (allergic to tampons and sanitary pads), blistery rash, pap smear abnormal and cervix cryotherapy. Concomitant products included ibuprofen from july 2015 to october 2015, ketorolac from july 2015 to october 2015, medroxyprogesterone acetate (depo provera) from october 2013 to january 2014, paracetamol (tylenol), sumatriptan (imitrex) from july 2015 to october 2015 and venlafaxine since december 2014. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish/psych injury"), depression ("psychological or psychiatric problems condition: depression/psych injury"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, anxiety, depression, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no of coils left -3 right - 1 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, fatigue, pelvic pain, dyspareunia, migraine and anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. New event abdominal pain was added. Outcome for the event physical pain/pain pelvic was changed from recovering to recovered and for the event abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding) was changed from unknown to recovered. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.